Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted no visible damage to the exterior of the device. Engineering removed the seal and noted no damage to the duckbill. The duckbill was removed and the septum was found to be torn and missing a portion. The missing portion of the rubber was returned and is similar in shape as the hole in the septum. Upon further inspection, engineering also found the shield had dislodged within the seal housing. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the septum and dislodgement of the shield appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Engineering is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. Additional information was requested and none provided.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed - unknown - "during bariatric list in th:19 (laparoscopic) one piece of plastic (washer) from a disposable port 15mm got detached from port. This piece normally should stay within the port and should not detach and fall in abdomen. Surgeon along with scrub nurse noticed and removed the item. Then we replaced it with another one of the same and it did not detach. No injury noted at the time. Information taken from original complaint, as (B)(6) is on annual leave until the end of (B)(6). (B)(6) unavailable also." Patient status: unknown.